Manufacturer narrative:
The customer returned the suspected product. The customer's returned meter was tested with the customer's returned test strips from lot # 8ej3d01e, which gave satisfactory performance.

Event description:
The customer alleged that his contour meter has been showing high readings. No specific readings were provided. The customer stated that he had a hypoglycemic episode. On the morning of (B)(6) 2019, prior to eating, he took 22 units of fast acting insulin (rogologue), as prescribed. The customer came home and took another 22 units of rogologue insulin, also as prescribed. The customer skipped the dinner as he was not hungry. At around 6 p.m., the customer ate muffin and peanut butter and jelly, and took another 22 units of insulin. Three hours later, he got ready for bed and he took slow acting insulin (levemire) 40 units before going to bed, which is also prescribed. Next thing he knows he was in a deep sleep. When he woke up, he was soaking wet from sweat. The paramedics were in his room and he had an intravenous (IV) in his arm because he was in coma. The IV was a super shot and the paramedics never specified what it was. The customer stated that when the paramedics checked his blood glucose levels, it was 47 mg/dl. The customer was feeling better during the call. The customer has been advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.